Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure removed by hysterectomy (B)(6) 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain/joint pain/horrible hip pain"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), migraine ("migraine"), hot flush ("horrible heat flashes"), pain of skin ("skin pain"), autoimmune disorder ("autoimmune disorder nos"), psoriasis ("psoriasis on hands and feet"), allergy to metals ("nickel allergy") and eczema ("I have eczema in my feet and hands"). The patient was treated with surgery (I got essure removed by hysterectomy (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal and psoriasis outcome was unknown, the arthralgia, abdominal distension, tinnitus, hot flush, pain of skin and autoimmune disorder had resolved, the migraine was resolving and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, eczema, hot flush, medical device removal, migraine, pain of skin, psoriasis and tinnitus to be related to essure. The reporter commented: she had 46 out of 100 side effects they have listed. All the symptoms were gone. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure removed by hysterectomy (B)(6) 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain/joint pain/horrible hip pain"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), migraine ("migraine"), hot flush ("horrible heat flashes") and pain of skin ("skin pain"). The patient was treated with surgery (I got essure removed by hysterectomy (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, arthralgia, abdominal distension, tinnitus and hot flush outcome was unknown, the migraine was resolving and the pain of skin had resolved. The reporter considered abdominal distension, arthralgia, hot flush, medical device removal, migraine, pain of skin and tinnitus to be related to essure. The reporter commented: she had 46 out of 100 side effects they have listed. All the symptoms were gone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event" I got essure removed by hysterectomy (B)(6)2015. Essure insertion/removal date were added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure removed by hysterectomy (B)(6) 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain/joint pain/horrible hip pain"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), migraine ("migraine"), hot flush ("horrible heat flashes"), pain of skin ("skin pain") and autoimmune disorder ("autoimmune disorder nos"). The patient was treated with surgery (I got essure removed by hysterectomy (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown, the arthralgia, abdominal distension, tinnitus, hot flush, pain of skin and autoimmune disorder had resolved and the migraine was resolving. The reporter considered abdominal distension, arthralgia, autoimmune disorder, hot flush, medical device removal, migraine, pain of skin and tinnitus to be related to essure. The reporter commented: she had 46 out of 100 side effects they have listed. All the symptoms were gone. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: outcome of events updated. F/up 4 , 5and 6 processed together. On 23-mar-2020: social media report: reporter information added. On 20-mar-2020: social media received: event autoimmune disorder added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure removed by hysterectomy (B)(6) 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain/joint pain/horrible hip pain"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), migraine ("migraine"), hot flush ("horrible heat flashes"), pain of skin ("skin pain"), autoimmune disorder ("autoimmune disorder nos"), psoriasis ("psoriasis on hands and feet"), allergy to metals ("nickel allergy") and eczema ("I have eczema in my feet and hands"). The patient was treated with surgery (I got essure removed by hysterectomy feb-2015). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal and psoriasis outcome was unknown, the arthralgia, abdominal distension, tinnitus, hot flush, pain of skin and autoimmune disorder had resolved, the migraine was resolving and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, eczema, hot flush, medical device removal, migraine, pain of skin, psoriasis and tinnitus to be related to essure. The reporter commented: she had 46 out of 100 side effects they have listed. All the symptoms were gone. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new events psoriasis on hands and feet and nickel allergy were added. Reporter from social media was added. On 23-mar-2020: social media received: event eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.